Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 2.5x15mm apex monorail balloon catheter was advanced to the target lesion for predilation. The balloon was inflated to 4atms for 10 seconds and ruptured. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported with the patient's current condition listed as "good".